Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that his verio iq meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began a month prior to him contacting lfs. The patient stated that he manages his diabetes with oral medication, diet and exercise, and that he made no changes to his usual diabetes management in response to the alleged meter issue. The patient alleged that 1 week after the meter issue began he developed symptom of ¿dizziness¿, which he self-treated by taking ¿2 pills of dex4 (fast acting glucose), 4g of carbs per pill¿. The csr noted the patient did not have testing supplies to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.